Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned. Functional testing was performed. The investigation is confirmed for self activation, as the top slide released when locking back the bottom slide. Upon disassembly, it was noted the cannula tangs were not properly locking into position; therefore, the investigation is also confirmed for failure to prime. The bumper issues most likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound guided liver biopsy through normal density tissue, the first and second slides allegedly failed to prime. The device was dry fired outside the patient and a coaxial was not used. The procedure was completed using another device. There was no reported patient involvement.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided liver biopsy through normal density tissue, the first and second slides allegedly failed to prime. The device was dry fired outside the patient and a coaxial was not used. The procedure was completed using another device. There was no reported patient involvement.